Event description:
Physician reported that a patient was treated on (B)(6) 2022 with a hyoid suspension using the encore system. The patient was normal at the first post-operative visit. The patient returned for a second post-operative visit on (B)(6) 2022 and the surgeon observed an infection. The patient was placed on antibiotics, however surgeon decided to remove the implant on (B)(6) 2022.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation, therefore we are unable to determine the definitive cause of the event. Although it is unknown if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a for will be submitted.